Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 183190: 18 items manufactured and released on (B)(6) 2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 9 months post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.